Event description:
It was reported that a balloon rupture occurred. The 90 percent stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10/3.00 flextome cutting balloon was used to dilate the target lesion. During inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. There was no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90 percent stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10/3.00 flextome cutting balloon was used to dilate the target lesion. During inflation, it was noted that the balloon ruptured. It was further noted that there was pinhole on the balloon material and multiple kink on both the hypotube and shaft polymer extrusion. The procedure was completed with another of the same device. There was no patient complications reported. Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the proximal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device as well as no issue on the markerbands. A visual and tactile examination identified multiple kinks on the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted which may have potentially contributed to the complaint incident. Visual and tactile examination identified a kink on the shaft polymer extrusion located approximately 2mm distal of the hypotube to shaft polymer extrusion bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted which may have potentially contributed to the complaint incident. No other issues reported.